Event description:
It was reported while using bd tsa 5prct sb 90mm plate, there was atypical growth of streptococcus agalactiae without hemolysis. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - this memo is to summarize findings on your recent (B)(4) regarding bd trypticase soy agar ii with 5% sheep blood, catalog number 254087, lot number 5027297 with respect to performance issue. Event description: it was reported by the customer that there was atypical growth of streptococcus agalactiae without hemolysis. Complaint history review: the complaint history for the past 12 months was reviewed, and no similar complaint was registered for this catalog number. A trend has not been identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: an analysis of growth promotion ability of the medium to test the functionality for the media was performed on retention samples. The evaluation and growth of streptococcus agalactiae atcc 12386 strain used for quality release testing of catalog number 254087 was applied to medium of lot no. 5027297. Plates were incubated at 35-37°c for 18-24 hours in co2 atmosphere. Strain showed good growth according to our specifications. Hemolytic reaction was also within specification. No customer samples or sample pictures were available. Evaluation results: at this stage of the investigation, any systemic failure in the manufacturing processes can be excluded. No deviation could be found during the qc performance test during initial release testing and during the retain sample testing. Growth and hemolytic reaction of growth promotion test was as expected. Since no trend was identified, no corrective preventive action will be implemented this time. Investigation conclusion: based on the evaluation of the report and on the results of the growth promotion test using the retain samples, the complaint cannot be confirmed for performance issue. Results of growth promotion tests were satisfactory. A definite root cause could not be found. However, bd will continue to monitor incoming complaints for similar failure types to determine if further actions are needed. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.